Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r-wave over-sensing. No intervention was performed. The patient was in stable condition.